Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a perforation in the left anterior descending (lad) coronary artery with heavy calcification and heavy tortuosity. The 3.5x19 mm graft master covered stent failed to cross due to the anatomy. A balloon was used to seal the perforation. There were no reported adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.